Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported fault relating to the defib fault 95 was verified to be caused by a defective analog board. The analog board was replaced to resolve the problem. Evaluation of the analog board does confirm the issue, but root cause cannot be determined. The board is scrapped after testing. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 95" message. Complainant indicated that there was no patient involvement in the reported malfunction.